Manufacturer narrative:
This case was assessed by merz north america as non-serious. The event of injection site nodule was assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to to the treatment with radiesse. Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 07-oct-2025: this case was upgraded to serious. The suspect product was recoded from radiesse to radiesse(+). The outcome of the event was reported as resolving. In the opinion of the reporter, the event was related to the radiesse(+) injection. This case was assessed by merz north america as serious. The event of injection site nodule was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the neck lines is no approved indication for radiesse(+) in us. Dilution of radiesse(+) with saline for injection into the neck lines is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site nodule was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse. Radiesse was hyperdiluted. After the radiesse injection, the patient experienced persistent nodules. The patient was treated with intralesional corticosteroids. The physician inquired about treatment options. Due to the provided information, the outcome of the event was considered as not resolved. Follow-up information was received on 07-oct-2025: this case was upgraded to serious. The suspect product was recoded from radiesse to radiesse(+). The patients initials, date of birth, ages, and gender were provided. She was 43 years old at the time of the event. The patient was injected with a total of 1 ml of radiesse(+) into the neck lines (off label use of device), on (B)(6) 2025. Batch number was reported as unknown. Radiesse(+) was injected using a 25 g cannula. A total of 1 ml of radiesse(+) was diluted (product preparation issue, off label use of device) with saline in a 3:1 ratio. Her concomitant medications included tri-lo-sprintec, aklief 0.005%, soolantra 1%, and winlevi 1%. The patient had many past aesthetic treatments, injectables, peels, softwave, and microneedling. She was allergic to sulfa and demerol. In 2025, after the radiesse(+) injection, the patient experienced persistent nodules. No laboratory test were performed. Corrective treatment was prescribed, and the physician tried with k-10 (as reported). The outcome of the event was reported as resolving (changed from not resolved). In the opinion of the reporter, the event was related to the radiesse(+) injection, was possibly considered to be permanent, treatment was necessary to accelerate recovery and to prevent permanent damage, and the patient was not hospitalized. Therefore, the causality for the event was changed from reasonable possibility/suspected to related.